Event description:
It was reported that the lobes did not deploy on the lead during the implant procedure. It was also reported that the proximal portion of the suture sleeve broke off. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached cut. Blood/body fluid noted on outer tubing overlay and lobe mechanism. Evidence of damage at implant also noted. Analyst noted that lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue. Full lead returned and analyzed.